Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system. Troubleshooting was done. No blood glucose reading provided. Customer stated that they are unable to exit the preparing to prime loop. The customer states the rewind message occurred after an alarm/alert. Explained to customer that during seating the force sensor did not detect the reservoir and that causes the compromised force sensor system alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.